Event description:
It was reported that, after a total wrist arthroplasty, during which universal 2 size small prostheses had been implanted on (B)(6) 2012, the patient was diagnosed with carpal tunnel syndrome (cts), swelling and a small cyst on the hand on (B)(6) 2017. This was resolved via a cts operation on (B)(6) 2017, during which the nerve was found pinched and there was synovitis in the carpal tunnel. To treat the swelling, ibumetin was given. In 2018, the patient was written up for a surgery for the ring finger, left 5th finger, and soft tissue filling of the mid palm. On 2019, the patient underwent a revision surgery to treat the aforementioned condition. Intraoperatively, severe synovial accumulations were seen from the fingertip, along the flexor tendons and to the middle of the antebrachium; additionally, the universal 2 system's liner was found to be damaged. During this surgery, all the universal 2 implants were explanted and replaced with a wrist fusion. The histology report stated there were plastic particles and the pathological conclusion was a "prosthesis-induced pseudotumor". It was reported the patient is currently healthy.

Manufacturer narrative:
Additional information: a4, b5, h6 d6a, h6 (health effect - impact code)

Manufacturer narrative:
H10: internal complaint reference (B)(4). **note** complaint originally reported to danish medicines agency under report (B)(4).

Event description:
It was reported that, after a total wrist arthroplasty was performed (B)(6) 2017 due to left carpal tunnel syndrome, swelling and a small cyst on the hand, during which universal ii size small prostheses had been implanted, the patient required a cts operation on (B)(6) 2017. The nerve was found pinched and there was synovitis in the carpal tunnel. To treat the swelling, an ibumetin treatment was given. In 2018, the patient was written up for a surgery for the ring finger, left 5th finger, and soft tissue filling of the mid palm. Intraoperatively, severe synovial accumulations were seen from the fingertip to the middle of the antebrachium. The histology report stated there were plastic particles and the pathological conclusion was a "prosthesis-induced pseudotumor". It is unknown if the devices were explanted or if further treatment was given. The current health status of the patient is unknown.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the reported information, the poly-liner damage could have contributed to the intraoperative finding of severe synovial accumulations from fingertip along flexor tendons to mid-antebrachium and histological finding of polyethylene ¿in the tissue¿/¿prosthesis-induced pseudotumor¿; however, the clinical root cause of the poly wear particles cannot be concluded without the requested clinical documentation. It is also unknown if the reported intraoperative findings could have contributed to the previous 2017 carpal tunnel syndrome diagnosis including small cyst hand for which surgery with medication therapy was provided. The surgical technique does advise against impact loading of the wrist and repetitive forceful use of the hand. The patient impact included the reported revision/wrist fusion due to left hand/ring and 5th finger ¿soft tissue filling¿, intra-op findings of ¿severe synovial accumulations¿ which extended along flexor tendons to the mid-antebrachium with a damaged liner and reported histology of polyethylene in the tissue/¿pseudotumor because of prosthetic¿. Patient¿s current status is reportedly ¿healthy¿. Further patient impact could not be determined. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for universal2 total wrist implant system revealed that in postoperative management that a therapist may be engaged to ensure postoperative progress, strict elevation and early passive and active digital motion are encouraged to reduce swelling. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - clinical code, health effect - impact code, medical device problem code).